Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an (iol) intraocular lens implantation procedure, the iol was appeared to have a manufacturer defect. Lens appeared to have a chip in the acrylic of the rounded ball at the end of the leading haptic (anterior surface). The lens was implanted successfully without complication and the defect was not a concern for the patient's outcome."

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Information was provided in the initial report description that "the lens was implanted successfully without complication and the defect was not a concern for the patient's outcome." It is unknown if qualified associated products were used. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. If additional information becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).